Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck with a previously implanted stent. The pci placed a non bsc stent. An atlantis sr pro imaging catheter was then advanced to post ivus the implanted stent. However, upon withdrawal the atlantis catheter became stuck with the implanted stent. In an attempt to release the catheter, the physician removed the imaging core from the catheter and inserted a guide wire into the sheath but this did not release the catheter. Next, a balloon catheter was advanced, but it could not cross the lesion. Finally a non-bsc catheter was advanced over the wire, which released the imaging catheter from the stent, and the catheters were removed from the patient as a single unit. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).